Event description:
This lv lead was implanted on (B)(6) 2007 and remains implanted at this time. A call was placed to technical services on 08/26/2016 stating that lv thersholds have increased slightly at follow up today. It has been chronically high. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).